Manufacturer narrative:
510k: this report is for an unknown expedium/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: li, y. Et al. (2020), elevated serum titanium levels in children with early onset scoliosis treated with growth-friendly instrumentation, journal of pediatric orthopedics, vol. 40, number 6, pages e420-e423 (USA). The purpose of this study was to compare serum titanium levels in early onset scoliosis (eos) patients treated with tgr, mcgr, and veptr. A total of 23 patients were treated with traditional growing rods (tgr), magnetically controlled growing rods (mcgr) and a veptr. 2 patients were treated with tgr, 8 patients were treated with mcgr while 13 patients were treated with a veptr. Implant used were expedium (depuy synthes, raynham, ma; legacy; medtronic, minneapolis, mn) for tgr, magec (nuvasive, sandiego, ca) for mcgr, and veptr depuy synthes. The article did not specify which of the devices were being used to capture the following complications: binary comparisons showed that the veptr patients had a significantly higher serum titanium level than the tgr patients. This report is for an unknown expedium. This is report 1 of 1 for (B)(4).